Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test and alarmed motor error during rewind as a result of a motor encoder signal being out of phase.

Event description:
The customer reported that the insulin pump was exposed to a magnetic resonance image, and it alarmed motor error. Advised the customer that the device should be replaced. No further info was provided.